Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient fell hard on cardiac resynchronization therapy defibrillator (crt-d) a few months ago, and since had what appeared to be mechanical noise episodes on right ventricular (rv) lead. One episode resulted in an inappropriate shock. The noise not reproducible in the clinic. Additional information determined that the rv lead was surgically explanted and replaced with a lead from another manufacturer, and it appears that the device remains in-service. No additional adverse patient effects were reported.